Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The test strips were requested for investigation, however, they are no longer available to return. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:18 was >8.0 inr. The result from the laboratory was 4.6 inr. The samples were obtained 10 minutes from one another. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.